Manufacturer narrative:
The cassette was returned for evaluation. A visual inspection was performed and noticed damage on film on back of cassette, no other issues were detected on tubing set. After visual inspection the cassette was inspected with a microscope and determined that the damage was one pinhole, no damage on the hard plastic was found. The complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarm for a drain complication during drain 7. She was not able to cancel the alarm and discontinued treatment. She completed her treatment manually. She discovered fluid leaking from the cassette door and from the cassette when she removed the set. She was advised to contact her pd nurse. She retained the set and made it available for evaluation. During follow up the patient reported that her effluent remained clear. She did not have any signs of infection. She had contacted her pd nurse and was prescribed antibiotics gentamicin and vancomycin prophylactically. No adverse event reported at this time.